Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s current blood glucose level was 528 mg/dl. The customer¿s blood glucose level was 534 mg/dl, 537 mg/dl, 134 mg/dl and 528 mg/dl. The customer was treated by correction in insulin pump. The drive support cap was normal. The customer had symptoms related to high blood glucose level such as light headed and over the last few days while the customer was eating, he became nauseous. The insulin pump will not be returned for analysis.